Event description:
Pt reported the insertion device unintentionally released the infusion set and the cannula lanced her left eye. She experienced trauma to the eye, decreased vision, and pain and liquid flowed out of her eye. She was transported to the emergency room by her partner. She required surgery and sutures and has permanent injury to the cornea and lens of her eye. She was also prescribed, medication. Pt reported the insertion device was locked in the "safe" mode. The infusion cannula was lost at the emergency room, but the insertion device will be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.